Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false downstream occlusions. The device was tested and passed all occlusion testing. The unit was reworked/calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump was constantly alarming for false downstream occlusion. It was also reported that there was no patient involvement.